Event description:
It was reported that the ilet user experienced high glucose reaching 401 mg/dl. The user was coached through a full supply and sensor change when it was discovered that they had been using meal announcements for correction. They were then advised by a clinical specialist to revert to alternate therapy with a manual insulin injection. A subsequent blood glucose reading of 281 mg/dl was reported, and the user was referred to their healthcare provider for guidance. Symptoms included hyperglycemia. Outcomes included insufficient information regarding longer-term impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper or incorrect procedure or method and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.